Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. An apex 2.0x12mm balloon was used to predilate the unspecified lesion. Next, an 8x2.25mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion and the stent was damaged. Additional dilatation was performed with a balloon catheter and a new 8x2.25mm taxus liberte sds was advanced but could not cross. The lesion was dilated again and no stent was placed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).